Event description:
It was reported that the procedure was to treat a distal right coronary artery. A 3.5 x 8 mm trek was advanced to the lesion but the balloon kept moving out of the lesion when attempting to inflate. The catheter was removed and a 3.5 x 12 mm trek was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. A conclusive cause for the balloon slippage (watermelon-seeding) could not be determined. Based on the information reviewed, there is no indication of a product deficiency.